Event description:
The customer reported there was no image from the camera head when it was connected during preparation for a procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. There was no image due to a defective cable unit. The cable had a cut. In addition, the label was missing from the rear cover, the coupler was corroded, and there was leakage from the remote switches. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loss of image was due to a faulty cable. The root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information reported by the customer.

Event description:
Additional information was received that the device was being prepared for a laparoscopic cholecystectomy procedure. The procedure was completed using another device and there was no effect on the patient as a result of the event.